Event description:
It was reported to medtronic neurosurgery that the valve was not functioning properly it was explanted and replaced with a new one. It was also reported that there was no pt impact that caused any harm to the pt.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.